Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On 03/06/2018, endologix was made aware of a patient that developed a type 3a endoleak with right limb extension separation from the main body. There was also noted a common iliac aneurysm (sac growth) that grew over 5 cm. A secondary procedure was performed on (B)(6) 2018, in which the physician placed two (2) additional limb extensions to bridge the previously placed grafts to correct the leak. Patient's initial implant date was done on (B)(6) 2013.

Event description:
On (B)(6) 2018, endologix was made aware of a patient that developed a type 3a endoleak with right limb extension separation from the main body. It was also noted that patient's iliac aneurysm has enlarged to over 5 cm. A secondary procedure was performed on (B)(6) 2018 to address the issues. The physician placed two (2) additional limb extensions to bridge the previously placed grafts to correct the leak. Patient's initial implant date was done on (B)(6) 2013.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation and due to the lack of medical records and imaging, clinical was unable to confirm the following reported case event: type iiia endoleak of the right iliac limb and main body, the sac growth, and the secondary endovascular procedure. In addition, procedure related harms and the final patient disposition could not be determined. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was the off label iliac anatomy. There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: update (describe event or problem),